Manufacturer narrative:
Based on the claim against the product by the customer noting multiple repeated recoverable faults on universal surgical manipulator (usm) 3 where site had to disable the arm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced usm 3 to resolve the issue. Isi has received the usm and failure analysis (fa) was able to confirm (via logs) and reproduce the reported complaint. When the carriage assembly was inspected, no debris nor particulate were found on instrument sterile adapter (isa) windows and rotor mirrors, hall sensor flat flex cable's (ffc) fully seated. The unit went through testing on psc fixture test platform (pftp) and passed all required tests. Isa printed circuit assembly (pca) will be replaced as a fix to the reported problem. The complaint made by the customer was confirmed by fa, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the customer disabled the universal surgical manipulator (usm) 3 due to repeated recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the staff encountered multiple repeated recoverable faults on universal surgical manipulator (usm) 3 where they had to disable the arm. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer power cycled and continued with the case. The customer wanted to know what the error meant, and if it was on one of the arms that was recently replaced. The isi technical support engineer (tse) remotely viewed system event logs and found multiple 23087 and 23138 errors pointing to usm 3. The tse confirmed that usm 3 had been replaced in october. The customer called back to report the faults returned. The site disabled usm 3 and continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the functionality was checked upon powering on the system and the system powered on without errors. The procedure was completed robotically with three arms and not completing the intended lymph node dissection.